Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose was 160 mg/dl. Troubleshooting steps were provided for pump error and insulin pump alarm again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No unexpected hal software error detected error or the main arm cannot communicate with the motor arm alarms noted during testing however, the formatted history file confirmed hal software error detected error and the main arm cannot communicate with the motor arm error due to a software error.